Event description:
A facility reported that the fuse of the mlx 300 xenon lightsource w/australian power cord (00mlxau) had blown multiple times. It was determined that the problem may have been due to the power supply board. The lamp globe was in good condition but burnt wires can be seen on the lamp ballast assembly. It is unknown if there was patient involvement; however, no injury or surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mlx 300 xenon lightsource w/australian power cord (00mlxau) were returned to the service and repair depot for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the xenon lightsource found the lamp globe in good condition but burnt wires could be seen on the lamp ballast assembly. The fault reported by the customer was confirmed. The fuse was blown, and the power supply unit failed. The unit was noted to be very dusty-consistent with misuse and lack of preventive maintenance. Left hand side panel and top trim were broken. The technician recommended replacing parts as per estimate to restore full function to meet manufacturer's specification. Root cause analysis: evaluation identified the returned xenon lightsource was in used condition with damage to the power supply and paneling due to wear. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.